Event description:
The resident was being transported by lift, the hanger bar assembly suddenly dropped forward and may have caused the pt injury. Fractured left tibia and left tibia. Ref MFR report # 9681684-2013-00058.